Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago. Additional suspect medical devices components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial:(B)(4). Batch: 19590813/19546507.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the placement of the ipg causes discomfort. The patient was also experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices will not be returned.